Event description:
The user facility reported that the bur broke in the device during a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the bur broke in the device during a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.